Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified the hemostatic valve separation. It was initially reported by the customer that the dilator was not inserting to the carto vizigo¿ 8.5f bi-directional guiding sheath - small and it would not flush; it was coming out through the top. There were no patient consequences reported. Based on the information available, the customer¿s reported event was assessed as not reportable since the potential that the obstructed sheath it could cause or contribute to a death or serious injury is remote. On 3/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve appears dislodged inside of hub. The friction ring and brim cap remain intact. These findings were reviewed, and the hemostatic valve separation issue was assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found hemostatic valve appears dislodged inside of hub. The friction ring and brim cap remain intact. A second closer inspection was performed and it was found that the hemostatic valve is folded inside the hub of the device. The folded condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device, however, none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified the hemostatic valve separation. It was initially reported by the customer that the dilator was not inserting to the carto vizigo¿ 8.5f bi-directional guiding sheath - small and it would not flush; it was coming out through the top. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced to resolve the issue. There were no patient consequences reported. Additional information received at a later time indicated that the catheter needle was unable to move through the sheath as it was completely blocked and they were unable to move the dilator thru the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. They could not confirm if there was any type of foreign material causing the obstruction. Based on this information available, the customer¿s reported event was assessed as not reportable since the potential that the obstructed sheath it could cause or contribute to a death or serious injury is remote. On 3/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve appears dislodged inside of hub. The friction ring and brim cap remain intact. These findings were reviewed and the hemostatic valve separation issue was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 3/18/2020 and reassessed this complaint as MDR reportable.